Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys anti-tshr immunoassay result for one patient sample. The initial result was <0.3 iu/l and the repeat result was about 5 iu/l twice. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer was advised to check the sample and change the pinch valve tubing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue could most likely be excluded. It was discovered the customer had not changed the pinch tubing for six months. After replacing the tubing, no further issues occurred.